Event description:
Essure tubal occlusion delivery system kit opened for case. First coil deployed successfully without incidence into fallopian tube. Second coil failed to deploy correctly, coming apart in pieces. Surgeon was able to retrieve all the pieces and was visually witnessed via hysteroscope by entire operating room team.